Event description:
The pump was returned for investigation. Investigation revealed a response issue with keypad buttons and contamination under the keypad. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was returned intact. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.